Event description:
It was reported that the patient sought medical attention at the emergency room for diabetic ketoacidosis on (B)(6) 2026. The patient¿s blood glucose rose to 480 mg/dl while wearing the pod between 4 and 24 hours. The only reported symptom was vomiting. The patient was treated with ¿serum¿ administered intravenously. The patient was released 6 hours later the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as a valid product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.